Event description:
It was reported that at a pump refill in 2009, the pump incision was noted to be slightly red. Thr hcp contacted the implanting hcp and a pump refill was not performed on that day. The refill was tentatively rescheduled for one week; that appointment was subsequently cancelled as the patient was being managed at another facility. The patient was admitted for pump removal due to pump site infection. The organism was unidentified as the patient was given antibiotics prior to cultures. It appeared that the hcp had weaned him off drug and was treating the infection. It was too early to tell if they will implant another pump at some point.